Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, since the device was not returned for an evaluation, a root cause could not be determined. This supplemental report includes new information added to a4, a5 and b5. Also, a correction has been made to d4 and d5 from the initial medwatch. Olympus will continue to monitor field performance for this device.

Event description:
The following additional information was received from the customer: the issue occurred during the fifth insertion of the device. Using typical technique, it was noted that the needle was slightly sluggish, as it can sometimes be. Due to this issue, the procedure was aborted and was rescheduled for two weeks later. Although there was no harm to the patient due to this incident, the issue caused the planned procedure to be delayed by two weeks.

Manufacturer narrative:
The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported to olympus that during an unspecified endoscopic procedure, where the patient¿s esophagus was to blocked and injected with steroids as an additional treatment, the sleeve of the needle had lost contact with the end of the aspiration needle while inside the lymph node. The needle was not able to be withdrawn without removing the entire needle holder, therefore, the needle was cut at the and the needle and the scope were then withdrawn simultaneously. The procedure was aborted intraoperatively. This complaint required two reports. The related patient identifiers are as follows: (B)(4). This medwatch report is for patient identifier: (B)(4).